Manufacturer narrative:
The reported event of broken bezels file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the photos in the attached messages confirm the customer¿s generalized report. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the broken bezel issue is wide spread across 5 campuses and estimated 400 devices are affected. The central supply cleans the devices with aseptizyme disinfectant and the iui connectors are cleaned with alcohol. The fleet is about 3yrs. Old and noticing the cracks on the lower left when the devices come down for pm¿s and recently replaced over 100 door hinge bezels. There was no report of patient involvement.